Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocations, he found metallosis and discoloration.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device evaluation and results: scratching associated with in-vivo use was identified on the trident poly liner. A material analysis has been performed. The report concluded "adhered debris and surface texture variation was observed on the stem trunnion and head taper surfaces. Evidence of a corrosion process was observed within the taper junction. No material or manufacturing defects were observed on any of the device features examined." Clinician review: a medical review was performed based on the provided information. The clinician concluded "it is not probable there are device-related factors present, the reported mild corrosion should be considered a procedure-related side effect of the arthroplasty. As such, there clearly are procedure-related factors present to contribute to the present failure scenario although by lack of further substantial evidence, especially histological analysis of tissues involved with the black staining of the stem and/or the discoloration of the muscle tissue as well as x-rays to further evaluate component position and fixation this conclusion can not be established with enough certainty although such a procedure-related root cause for failure remains the very most probable explanation of the current pi case. It is just possible that other potential issues on which we have no information may cause similar problems and as such contribute also to the problem or cause them just by themselves. Therefore the conclusion of a procedure-related cause is quite probable but it is not sure whether it is the only factor by lack of additional info." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and did not identify any material or manufacturing defects. A clinician review indicated that it was not probable that there was any device related factors present. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocations, he found metallosis and discoloration.